Event description:
The following report was received from the cordis medical affairs office. The patient was the initial reporter of this complaint: the primary indication for the index procedure was 99% blockage of the left anterior descending which was treated with a cypher des. Approximately 10 months following index procedure, the patient experienced chest heaviness, jaw ache, and left arm pain. She was hospitalized and an angiogram revealed the cypher stent was 70% restenosed. The restenosis was treated with poba. The treating physician informed the patient that during the procedure, she had a mild myocaridal infarction. Three months later, the same stent was found to be 50-60% restenosed. Therefore, a 2nd cypher stent was implanted inside of the first cypher stent. She has been asymptomatic since this procedure.